Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The sutures have been cut in half and were returned off the insertion device the anchor is fractured below the eyelet. The eyelet piece(s) were not returned. An image evaluation was performed and found one device with the anchor broken at the tip, which remains attached to the tip of the device along with two sutures are completely detached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found one device with the anchor broken at the tip, which remains attached to the tip of the device along with two sutures are completely detached. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during an achilles tendon rupture repair surgery, after opening the way with a 4.5 tap, a twinfix ultra ha 4.5 w/2 ub was screwed into the bone channel to a depth of about one-third and then broke. Two no. 2 sutures were disconnected, making normal use impossible. The procedure was performed using an equivalent s+n backup; it is unknown if there was a surgical delay and no further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.